Event description:
I used the product nutrifill for my scleral contact lenses, which has a recall alert. I have lot hfh. I had 3 boxes, and before having problems, I used 2. I started having a lot of pain in my eyes, and I couldn't see well far away or close up. My right eye seemed worse. I also had light sensitivity. After seeing dr., I was diagnosed with cornea abrasions. They tried prokera lenses to help heal them, but it didn't help. Was prescribed oxervate. This medicine made my eyes hurt differently (like I was punched) and even more sensitive to light. I have an appointment on (B)(6) with a cornea specialist. I had tests done. My doctors did vision tests and looked at my eyes. Ref report: mw5170693.